Event description:
It was reported that a lead integrity alert was triggered for oversensing. The noise was noted to be due to lead-lead interaction with a capped right ventricular lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4196-88 lead, (B)(6) 2014. (B)(4).